Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. Another blood glucose level was 45, 50 mg/dl. Customer's sensor glucose value was 41 mg/dl when blood glucose was 174 mg/dl a couple weeks ago. The customer was treated with juice. Customer stated that the auto mode feature was active at time of low blood glucose event. The device will not be returned for analysis.